Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a surgery (parathyroidectomy via laparoscopy), through the technique he used to access the anatomical area being operated on, it was observed that inside the patient, at the level of the neck over the laryngeal region, the scope (10 mm / 30° lens) was resting on the tissue. This was done to create space so that the forceps could also be inserted and work on the surgical area. At the end of the procedure, a lesion on the neck tissue began to appear.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).